Event description:
It was reported that the pt experienced a shocking or jolting sensation, loss ot therapeutic effect and stimulation in the wrong location. The pt had a car accident and a bad concussion on (B)(6) 2010 and suffered muscle strains and post-concussion syndrome. The pt reported that stimulation changed following the accident. In (B)(6) 2011, the pt was moving a tv and "felt like everything came unglued in her spine." She felt shocking and jolting. Afterwards, when the pt moved a certain way she felt "murderous pain." An impedance check revealed high levels on electrodes 13 and 14. These electrodes were used in the active group. The electrodes were programmed around and the pt stated "this is great" and reported she felt coverage was "better than it's ever been."

Manufacturer narrative:
(B)(4).